Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 407645 lead, implanted: (B)(6) 2010. Ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came into the clinic and the right ventricular (rv) lead exhibited noise. The lead was reprogrammed and remained in use. The following day the patient received inappropriate therapy and oversensing was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.